Event description:
The customer reported that the system would produce an audible noise from the anode and display a blank screen. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.